Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was transported to the hospital due to septic shock, disseminated intravascular coagulation (dic), dermatorrhagia/cutaneous apoplexy, and multiple organ failure. Examination of the patient revealed no infectious disease at the surgical wound site of the left chest, however an echocardiogram confirmed vegetation on the patient's right ventricular (rv) lead. The patient later passed away due to multiple intracerebral hemorrhage. The source of the septic shock is unknown. The patient was a participant in the safety clinical trial.